Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded at customer end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the procedure intracranial tumorectomy, the tip broke while cutting the cranium to secure the surgical field and there was delay in procedure for five minutes. The procedure was completed with the use of backup product(s). On follow up it was reported that there was no patient or staff impact.

Event description:
It was reported that after the procedure intracranial tumorectomy, the tip broke while cutting the cranium to secure the surgical field and there was delay in procedure for five minutes. The procedure was completed with the use of backup product(s)

Manufacturer narrative:
H3: no conclusion can be drawn as the device was not returned for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.